Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they fell on their left side and hit their left shoulder, ribs, and head. The patient reported that it felt like their "bones were right there or something" with the implantable pulse generator (ipg). The ipg remains in use.  No further patient complications have been reported as a result of this event.